Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h3 corrected data: h5 (inadvertently omitted) the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was attributed to stress problem traced to component failure. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: 8 preparation warning do not use an instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk. To avoid interruption of the procedure due to unexpected events such as the failure of this product during the procedure, be sure to have a spare instrument available for prompt replacement. 8.1 inspection of the sterile package warning do not attempt to sterilize the biopsy valve. This could pose an infection control risk, cause equipment damage or impair the valve¿s functionality. Inspect the sterile package for tears, inadequate sealing or water damage. If the sterile package shows any irregularities, the sterile condition of the instrument may have been compromised. Use a spare instead. 8.2 inspection of the biopsy valve inspect the biopsy valve for damage or crack. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use sterile biopsy valve was cut. The issue occurred during set up / inspection for use in an unspecified procedure. There were no patient involvement.